Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6)used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori tka procedure, when they finished milling the distal femur and proceeded to mill the tibia holes, they received a "tibial bone model generation error". So, they cleared the points, remolded the tibia, but they received the error again. Therefore, they cleared the points, re-mapped, and received the error one more time. Then, they exited the case, resumed the case, calibrated, and proceeded to the cut tibia screen, but they still received the same error again. They cleared and re-mapped the points, and proceeded without further errors and a delay fewer than 30 minutes using the same device. No patient injury or other complications were reported.